Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 4.0x19 mm graftmaster stent was implanted to treat a perforation in the left anterior descending coronary artery, but it did not successfully treat the perforation. The patient underwent open heart surgery to treat the cardiac tamponade, but the patient expired. In the opinion of the physician, the graftmaster did not cause adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The reported patient effects of death and surgical procedure are listed in the graftmaster rx coronary stent graft system, instructions for use, as known patient effects that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.